Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screwdriver broke intra-operatively, preventing further engagement of the screw with the screwdriver. The fragment was recovered and another screwdriver was used to complete the procedure. There was a delay of 40 minutes without patient impacts.

Manufacturer narrative:
Corrections in d4: UDI number, d9, and g1. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Inspection the device was not returned, however photos were provided which show that the tip of the driver has fractured off. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the tip of a screwdriver broke intra-operatively, preventing further engagement of the screw with the screwdriver. The fragment was recovered and another screwdriver was used to complete the procedure. There was a delay of 40 minutes without patient impacts.